Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 (manufacturing site name). H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the synflate vertebral balloon med was broken from the distal tip of the balloon the broken fragment was not returned. No evidence that the broken fragment was left inside the patient. Crystallized biological matter remains inside the device. The damaged condition of the device is most likely due to the process of trying to extract the device, indicating excessive forces were used. A dimensional inspection and a functional test for the synflate vertebral balloon med were unable to be performed due to post manufacturing damage. There is no indication of that the device had problems to inflate therefore, this allegation cannot be confirmed. However, due the condition of the device it's reasonable to assume that the customer had difficulty removing it from the patient. Therefore, the unable to disassemble condition can be confirmed. The synflate® vertebral balloon surgical technique guide was reviewed. Following relevant statements were found. Instructions: if removal is still difficult, remove the balloon catheter(s) along with the working sleeve(s), then re-access the vertebral body using the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.804.701s. Lot # 82319936. Manufacturing site: werk selzach logistik. Manufacturing date: 30.sep.2024. Expiration date: 01.sep.2026. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty for ovf on (B)(6) 2025. After the balloons were inflated, cement mixing began while they were still inflated, and once the cement viscosity reached the appropriate level, the surgeon attempted to remove the balloons. 1 of 2 balloons was removed without any problems, but the balloon part of the other balloon got caught on the outer casing of the trocar and could not be removed easily. When the surgeon tried to pull the balloon out, he/she applied more force than expected, causing the front half of the balloon to rupture and the rest of the balloon to come out. The marker was confirmed to be remained in the vertebral body by the image intensifier. The surgeon tried various measures, such as bringing the suction closer but could not removed the marker. Therefore, the surgeon and the sales rep consulted, and the sales rep explained to the surgeon the materials used for the balloon and marker, after which the surgeon decided to harden the marker with cement. The marker remained in the body. The image intensifier showed that the marker was covered with cement and there was no indication that any fragments was floating. The surgery was completed successfully within 30 minutes delay. No further information is available.

Event description:
Additional information received states that deflation of the balloon was not successful, so the surgeon suspected there might be allegation to 03.804.413s as well, but there were no obvious defects observed at the time of operation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.